Event description:
Event description guidant received information that this right ventricular lead was abandoned surgically due to noise which resulted in pacing inhibition. The noise was reproducible with pocket manipulation and caused the device to store ventricular tachycardia episodes.